Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and was able to load a new cartridge and resume insulin. Customer's blood glucose level was 565 mg/dl with high ketones. The ketones were not dangerous or life threatening. Customer administered a correction injection of insulin to address high blood glucose and ketones. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.